Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During testing of the device no system error 345 alarms occurred. A review of the event history log found no system error 345 alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The ultrasonic sensor will be replaced as a precautionary measure during the service process. Should additional relevant information become available, a supplemental report will be submitted.